Event description:
64 y.o. Male in ICU dept on adult star #2490512 ventilator when nurse noted "ventilator quit working". "Vent inop" was displayed, no breaths were being delivered to pt. Pt removed from ventilator and bagged with 100% o2 at which time the pt experienced an episode of bradycardia with concommittent hypotension. Pt received 1mg atrophine to stabilize and was placed on a functional ventilator. Associated medical supply co was notified and evaluated the ventilator on 9/18/97. Replaced o2 valve and upgraded to new style high torque drive bd. As a precaution.